Manufacturer narrative:
E1. Initial reporter addr: (B)(6). E1. Initial reporter facility name:(B)(6). H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported a bd vacutainer® edta 2k blood collection tube was observed to have a damaged cap. No impact was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2024. Investigation summary material #: 367846 lot/batch #: 3289235 bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged hemogard was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged hemogard with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hemogard. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported a bd vacutainer® edta 2k blood collection tube was observed to have a damaged cap. No impact was reported.